Event description:
After an implantation period of approx. 65 months, oversensing on the ventricular channel was reported. The lead was explanted.

Manufacturer narrative:
Lead was returned for destructive analysis. Explant date is unknown. Upon receipt the lead was found cut 22 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment and a thread was found bound on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection and an analysis of the provided radiographs. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in between 51.5 cm and 56.5 cm distal to the is-1 connector pin, the insulation was found abraded through. This damage is assumed to be the root cause for the reported clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The analysis of the provided fluoroscopic image gained no additional information. Further damages like the deformed rv and svc shock coil as well as the from the lead body ruptured proximal end of the rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.